Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The fixed bearing impactor brokie whiling impacting the tibial tray.

Manufacturer narrative:
Examination of the submitted impactor confirmed the device was fractured into pieces along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. Based on the determination of misuse through mis-alignment as the root cause, the need for corrective action was not indicated. Monitor through trend analysis sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.